Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results for three pts involving access 2 immunoassay system. This is report number four of six. The elevated results did not fit the clinical condition of the pt. The pt's results were within the risk stratification range and retested producing results within the normal reference range. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) assessed the unit and successfully completed a preventive maintenance (pm) on (B)(6) 2008. No instrument issues were found. The unit was in normal operation. The pt's samples were drawn in 13x100 lithium heparin tubes. Quality control (qc) was within specifications. System check info was not supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02252, 02253, 02254, 02256, 02257.